Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increase pacing threshold on the left ventricular (lv) lead was noted. Diagnostic imaging was performed but could not confirm lv lead dislodgement. The lv lead was revised successfully. The patient was in stable condition. Manufacturer report number: 2017865-2018-19019; 2938836-2018-13004.